Manufacturer narrative:
The complaint stated, "it was reported that the implanted catheter detached with cuff and separated from vein." The complaint of a detached surecuff was confirmed but the cause is unk. The product returned for evaluation was a 19cm hemosplit dialysis catheter. Tactile eval of the catheter confirmed the presence of kinks in the extension legs and a kink distal of the bifurcation. The heat sleeve and surecuff were completely detached from the catheter and were not returned for eval. Microscopic examination (10-20x) of the catheter revealed an impression were the heat sleeve containing the surecuff had been attached to the catheter. The surecuff had been attached between 1.8" and 2.0" distal of the bifurcation. No mechanical damage was seen in the catheter tubing. The mechanism which caused the cuff to detach from the catheter is unk at this time. A chr of lot # rete0422 showed no other similar product complaints from this lot number.

Event description:
It was reported that the implanted catheter detached with cuff and separated from vein.